Manufacturer narrative:
(B)(4) (pseudarthrosis, revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of degenerative disk disease with back and leg pain . The patient underwent following operative procedures: l5-s1 plif through tubes using peek cages with infuse and sextant instrumentation. Per op-notes, ¿.. . The surgeon used the medium circular cutter , scraper and chisel to prepare disk space first on the left side and then the right side for two 10x20 peek cages that were stuffed with rhbmp-2/acs¿ then prepared the l5 pedicles for 6.5 x 40 mm screws and the s1 pedicles with 7.5 x35 mm screws .. Ultimately used sextant arc to two 40 mm rods in from an inferior approach . ..¿ on (B)(6) 2006, the patient presented with pre-op diagnosis of status post l5 pathologic fracture after a posterior lumbar interbody fusion , pseudoarthrosis with instability , post reconstruction, intractable back pain and bilateral leg pain , right greater than left , and residual cauda equine syndrome. The patient underwent l3,l4, and iliac crest pedicle screw and rod fixation with a lateral posterior fusion. Per op-notes, ¿.. Surgeon was able to expose the rod and screws and identified sacral screws to be very loose. The set screws were removed and rods were removed. The screws at sacrum were removed. Before placing the rods in to the screws , the surgeon decorticated the transverse processes and sacral ala and then placed collagen sponges soaked with rhbmp-2 surrounding pieces of graft.. The patient was taken to recovery room .. She was requiring high doses of narcotics for pain control..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.